Manufacturer narrative:
(B)(4). Date sent: 01/25/2022. D4: batch # u5ax1w. H6: component code = mechanical (g04). Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The device was received with staples present. When a test battery was installed, the green checkmark did not illuminate. Attempts to fire the device in the lab were unsuccessful, confirming the experience. When the shrouds were removed, motor plug was found to be not fully seated. Motor plug was reseated and confirmed locked into place. No conclusion could be reached on the cause the motor plug dislodge. Device was then fired without any issues. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a reverse colostomy procedure that the device did not fire. Another device was then opened and connected to the existing anvil to complete the procedure. There were no adverse consequences for the patient.